Event description:
It was reported via repair work order that the hi/lo motor was not working properly. It was further reported that the foot end would drop after the unit was raised. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.